Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Initial troubleshooting found that a timeout occurred within the imaging system. The representative found that the hand-switch and foot-switch would not function. To resolve the reported issue, motion and x-ray batteries were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while on-site, the imaging system would not perform exposures. The representative would depress the hand-switch, the viewing station of the imaging system would go to the correct screen, however exposures would not be performed. No additional information was provided. There was no patient present when this issue was identified.